Event description:
It was reported to boston scientific corporation that 3 resolution 360 clips were used during an oesophagogastroduodenoscopy (ogd) procedure performed on (B)(6) 2026. During the procedure, the clips were successfully deployed but the clip arms bent outwards when deployed resulting in ineffective clipping and falling into the patient in an open state. The anatomy location is unknown. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event. Note: this report pertains to the second of three devices used during the same procedure.

Manufacturer narrative:
Block h6: imrdf code a150201 captures the reportable event of clip falls into the patient in an open state in unknown location. Block h11: investigation results the returned resolution 360 clip was analyzed and visual inspection found the device returned without the clip assembly and with evidence of partial release since the yoke was attached to the control wire. Media inspection showed the clip assembly with one arm bent. The reported event of clip arm bent was able to be confirmed. The reported event of clip falls into the patient in an open state was unable to be confirmed. During product analysis, the device was returned without the clip assembly but with evidence of partial release since the yoke was still attached to the control wire. Although the exact cause cannot be confirmed, it is most likely that this failure could be due to operational factors during the procedure, such as attempting to open the clip once it is already activated, the physicians technique during the deployment of the clip, the scope position or angle, or detachment of the capsule due to hitting a surface. However, these are only hypotheses. Regarding the reported code clip arm bent, during the media analysis, the clip assembly was observed with one arm bent. This condition may occur if the clip is unintentionally opened inside the scope during the procedure. Finally, regarding the reported code clip falls into the patient in an open state, the device was returned without the clip assembly, and no photos or additional evidence were provided to confirm the reported condition. A review of the device history record (DHR) was performed. It was confirmed this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Based on the thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of adverse event related to procedure.